Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012657602 was returned and analyzed. No anomalies were identified during the external visual inspection of the shaft and handle segments. During the external visual inspection of the array segment, the proximal end of the nitinol array wire was found to be dislodged from the dual lumen, all electrode wires were broken, and the pebax tube was observed to be torn. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. In conclusion the reported knotted array was not observed during testing. The catheter failed the returned product inspection due to broken electrode wires, a torn proximal arm of the pebax tube, and the dislodged proximal end of the nitinol array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the catheter was inserted the array movement was poor. It was discovered that the array had a knot in it. A small knot was made when the catheter was forcibly retracted into the sheath and the cable was cut. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.